Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 70 mg/dl. The patient has been experiencing low blood glucose for just one day. The customer was admitted to (B)(6). The customer was advised to suspend insulin pump while exercising per healthcare provider instruction. The customer was advised to monitor insulin pump and call back if issues persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.